Event description:
A 3max separator was advanced through a 3max reperfusion catheter into the m2 vessel. After several passes back and forth, the physician said he no longer had a 1-to-1 response. He commented that it felt as if the separator had stretched. The 3max separator was removed and another from the same lot was used with no issues.

Manufacturer narrative:
Device investigation: results: there is no damage visible. The length measured 190.0 cm from distal tip to the proximal end with the coated portion of the separator starting 32.5 cm from the proximal end. These measurements are within specifications for this part. The separator tip was introduced into the rhv of a demonstration reperfusion catheter 032 and advanced distally to and through the end of the catheter. The separator is fully functional. The complaint noted a lack of 1:1 movement between the proximal and distal ends of the separator. The physician speculated that the separator had stretched. No evidence of stretching was found and the movement inside the demonstration catheter was smooth and unrestricted. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.